Event description:
S2366 eminent. It was reported that the subject experienced stent occlusion 1692 days post index procedure. The subject was enrolled in the eminent study on (B)(6) 2018 and the index procedure was performed on the same day. The target lesion was located in the left ostial to mid superficial femoral artery (sfa) with 100% stenosis and was 140 mm long with a proximal reference vessel diameter of 5 mm and distal reference vessel diameter of 5 mm and was classified as tasc ii b lesion. The target lesion was treated with pre-dilation, followed by placement of 6 mm x 120 mm and 6 mm x 60 mm study stents. Following post dilation, residual stenosis was 20%. On (B)(6) 2018, the subject was discharged on antiplatelet therapy. On (B)(6) 2023, 1692 days post index procedure, the subject presented to the hospital with unknown symptoms and was diagnosed with stent occlusion in the left sfa. On (B)(6) 2023, 1829 days post index procedure, the subject was admitted to the hospital for further treatment and evaluation. The same day, the subject underwent endovascular treatment as an interventional procedure to treat the event. The same day, the event was considered to be resolved. On (B)(6) 2023, the subject was discharged. It was further reported that the previously reported narrative from 14-may-2023 was incorrect. The actual onset date of the adverse event was not until 31-may-2023. On (B)(6) 2023, 1709 days post index procedure, the subject presented to the hospital and complained of having claudication symptoms in the left calf, which was progressive, debilitating for some time and subject had limited walking distance. Clinical examination revealed no pulses in the dorsalis pedis artery. Duplex ultrasound examination revealed stent occlusion in sfa with weak monophasic signal. On (B)(6) 2023, 1722 days post index procedure, the CT examination revealed occlusion of the long stented left sfa. Upon consultation, the subject was recommended for endovascular recanalization or with a bypass. However, since subject indicated that symptoms were not currently debilitating, walk training was proposed and a control check-up was scheduled in 3 months. On (B)(6) 2023, 1821 days post index procedure, subject presented to the clinic for a control check-up after three months of walk training and complained that after walking 200m, needs to stop because of pain. Upon consultation, no pulses were noted in the posterior tibial artery and dorsalis pedis artery. Duplex examination revealed monophasic signal of common femoral artery (cfa) and ostial sfa subsequent stent occlusion, also weak monophasic signal at the femoral artery (fa) was noted. On (B)(6) 2023, the previously reported endovascular treatment was further classified as pta balloon dilatation using a non-boston scientific balloon, followed by implantation of non-boston scientific stent. Post procedure, no complications were noted.

Manufacturer narrative:
A1 - patient identifier: (B)(6). A2 - age at time of event: the subject was 59 years old at the time of study enrollment. Updated fields: b5 - describe event or problem.

Manufacturer narrative:
A1 - patient identifier: (B)(6). A2 - age at time of event: the subject was 59 years old at the time of study enrollment.

Event description:
(B)(4) eminent. It was reported that the subject experienced stent occlusion 1692 days post index procedure. The subject was enrolled in the eminent study on (B)(6) 2018 and the index procedure was performed on the same day. The target lesion was located in the left ostial to mid superficial femoral artery (sfa) with 100% stenosis and was 140 mm long with a proximal reference vessel diameter of 5 mm and distal reference vessel diameter of 5 mm and was classified as tasc ii b lesion. The target lesion was treated with pre-dilation, followed by placement of 6 mm x 120 mm and 6 mm x 60 mm study stents. Following post dilation, residual stenosis was 20%. On (B)(6) 2018, the subject was discharged on antiplatelet therapy. On (B)(6) 2023, 1692 days post index procedure, the subject presented to the hospital with unknown symptoms and was diagnosed with stent occlusion in the left sfa. On (B)(6) 2023, 1829 days post index procedure, the subject was admitted to the hospital for further treatment and evaluation. The same day, the subject underwent endovascular treatment as an interventional procedure to treat the event. The same day, the event was considered to be resolved. On (B)(6) 2023, the subject was discharged.